Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had failed and exhibited low impedance, a polarity switch and insulation damage. The rv lead was capped and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.